Manufacturer narrative:
Product evaluation: the iol was returned inside a small plastic specimen cup. Solution was dried on the lens. One haptic edge is nicked in the distal area. The optic is torn/cut into pieces, typical in appearance to an insertion and removal. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic which is not qualified for the lens/cartridge/handpiece combination used. Cartridge/handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint of "patient could not see out of lens". The returned lens was damaged. Power and resolution testing could not be conducted because of the optic damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced an inability to see out of the lens. The iol was exchanged in a second procedure. Additional information was provided by the nurse, who reported that the iol was replaced with a different lens model and one diopter difference in power. According to the nurse, in the surgeon's opinion, it is unknown if the iol caused or contributed to the event.